Event description:
Customer reported not seeing drops of insulin at tubing's end during the fill tubing step, which resulted in a blood glucose level of 390 mg/dl. There was no adverse impact on the customer's blood glucose level. To address the high blood glucose, customer administered a correction injection manually and contacted support. Technical support guided the customer through the load process, ensuring all air was removed from the cartridge and advising against overfilling, which the customer acknowledged. The customer was also instructed to continue filling tubing until 30 units were reached, after which drops of insulin were observed, and insulin delivery was resumed successfully.